Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually equivocal. An immucor field service engineer (fse) visited the customer site to assess the testing instrument used on (B)(6) 2017 and found that the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.